Event description:
Additional information received indicates that the device was reprogrammed to monitor only. Attempted to obtain additional information from the field representative however no further information was made available.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low, out-of-range (oor) pacing lead impedance measurement which was detected via patient remote monitoring system. As of this time, the system remains in service. No adverse patient effects were reported.